Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 9.7 mmol/l (mobile system) and 3.7 mmol/l (aviva nano system). Customer had hypoglycemic symptoms of feeling shaky at the time of these results. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.